Manufacturer narrative:
Quality-safety evaluation of ptc was received on 12-aug-2016. Ptc global number (B)(4). Based on attached information that the nurse has noted it was not easy to read the batch number a possible confusion between characters 5 and 6 is reported, no other detail as pictures of label is given, therefore we cannot confirm this complaint of label. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. Visual inspection was performed and it was confirmed that only the introducer was returned it, introducer was found broken. Device was not returned for this investigation. Micro insert not available for this investigation. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of introducer breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Additional information received on 17-aug-2016: no further information was provided despite follow up attempts. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-aug-2016 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed 1373 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 08-jun-2016 which refers to a (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 with lot number e25511. During procedure, insertion difficulty was experienced with a first insert because ostium was closed. While insert was removed from hysteroscope, it was noticed that ostium was dilated so a second attempt was performed with another insert. However, ostium was closed for the second time. While introducer was removed, it broke in two parts. One part was retrieved during procedure and the other part was retrieved after procedure. Distal part was found in sheath of hysteroscope. There was no cause related to the patient that could explain the event. Bilateral insertion was not performed, procedure was stopped. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted and while introducer was removed, it broke in two parts. Both parts were removed. Bilateral insertion was not performed. Device breakage is unlisted in the reference safety information for essure. In this particular case, the physician made 2 attempts to insert essure, but the ostium was closed the two times and while removing the introducer the second time, it broke in two parts. Considering that device breakage may occur especially during difficult insertions, a causal relationship with essure inserts cannot be excluded. This case is regarded as other reportable incident since it did not lead but could have led to a serious injury under less fortunate circumstances. Further information has been requested. A product technical complaint is being sought.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("introducer broke in two parts in sheath of hysteroscope / while introducer was removed, it broke in two parts / distal part was found in sheath of hysteroscope"), the second episode of complication of device insertion ("insertion failure / bilateral insertion was not performed") and the first episode of complication of device insertion ("complication of device insertion") in a 46-year-old female patient who had essure (batch no: e25511) inserted. Other product or product use issues identified: device difficult to use "insertion difficulty / insertion difficulty was experienced with a first insert because ostium was closed" on (B)(6) 2016. The patient's concurrent conditions included fallopian tube obstruction. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced the first episode of complication of device insertion. On (B)(6) 2016, the patient experienced device breakage and the second episode of complication of device insertion. At the time of the report, the device breakage and the last episode of complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, the first episode of complication of device insertion and the second episode of complication of device insertion with essure. The reporter commented: while insert was removed from hysteroscope, it was noticed that ostium was dilated so a second attempt was performed with another insert. However, ostium was closed for the second time. While introducer was removed, it broke in two parts. One part was retrieved during procedure and the other part was retrieved after procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: quality safety evaluation of ptc. Essure legal manufacture has changed from bayer healthcare, llc, (B)(6) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4).